Event description:
On august 3, 2000: a diabetic under continuous pump therapy informed disetronic medical systems, USA that they had experienced that tubing is breaking off the luer lock. 4 samples have been returned for analysis to maersk medical a/s.